Event description:
It was reported that during a remote device data review, occasional atrial fibrillation (af) under-sensing was observed from this right atrial (ra) lead. All other lead measurements were stable and in-range. The device data was forwarded to the monitoring healthcare facility for review and no adverse patient effects were reported.